Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a plif spinal surgical procedure at l3-5. It was reported that sometime post-op it was found that the screws at l3 were loosening and an infection was suspected. The patient underwent a revision surgery to remove the l3 screws. During the revision surgery it was confirmed that there was no infection. It is unknown whether bone union was achieved. No additional patient complications were reported.